Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range shock impedance measurements. Technical services (ts) recommended continued monitoring and programming options. No adverse patient effects were reported. This rv lead remains in service.